Event description:
As reported, an 8f fr4 guide wire and a 300cm forte guide wire were placed down the right coronary artery and advanced across a 90% stenotic in-stent restenosis lesion. The 4.0 x 10mm cutting balloon was advanced to the proximal end of the stent, but would not cross the lesion. After several unsuccessful attempts were made, the cutting balloon was removed and replaced with a 2.5 x 10mm maverick otw ptca balloon. The balloon was successfully advanced across the lesion and dilation of in-stent lesion was performed distally, then proximally. The maverick balloon was removed (with a patent lumen) and the cutting balloon was reinserted and advanced to the lesion. After several unsuccessful attempts were made and after some effort to cross the lesion, the device was able to cross the stent. The cutting balloon was inflated initially to 6 atms, then to 8 atms in the distal segment of the lesion and then the inflations were repeated in the proximal segment of the lesion. After apparent success in treatment with the cutting balloon, attempts were made to remove the device unsuccessfully. A surgeon was consulted and the decision was made to surgically intervene to remove the device. The pt was stable at the time of being prepped for surgery. The surgeon successfully removed the cutting balloon and the pt had successful coronary artery bypass grafting with saphenous vein graphs to the right coronary artery and to the lad. During the CABG/treatment the pt suffered bilateral massive strokes. At last report pt was on a ventilator.